Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales representative reported that during a anterior lumbar interbody fusion (alif) the surgeon was advancing the strut and it came out of the grove and pushed through the distractor and bent the push rod. There was a 10 minute surgical delay. Add'l info received on 22 jan 2008 via telephone, the sales representative reported that the surgeon had to explant the strut and used another one to complete the case. There was no reported pt injury.